Event description:
Pt reported the infusion device did not properly provide a w1 cartridge low warning and the piston rod is blocked. The infusion device history shows the last w1 cartridge low warning was displayed on (B)(4) 2012. The infusion device was requested for evaluation. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.